Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11 e. Retainer ring = black. Customer returned pump for an alleged short battery life found on sep 29, 2021. The pump passed the displacement test, active current test, sleep current test and self test. No unexpected low battery alert or battery power loss alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (2) low battery alerts found in the history files/traces on sep 29, 2021 at 6:38:00 am and 6:38:41 am and (18) failed battery test alarms on sep 29, 2021 started from 4:29:09 pm to 5:03:12 pm. Pump was cut open to perform visual inspection and found moisture damage¿inside battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window cover and minor scratched lcd window. Battery power loss alarm or low battery alert not confirmed. Moisture/cosmetic damage found.

Event description:
Medtronic received information that unexpected battery power loss, low battery alert less than 1 week occurred. There was no adverse impact or consequence reported as a result of this event.